Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/26/2021 h.6. Investigation: customer returned a 0.5ml bd insulin syringe from lot# 0321219. The customer reported that the shields are hard to remove, and the needle assembly removed with the shield off the syringe. The returned syringes were examined, and it was observed that 1 syringe exhibited a needle hub/shield assembly detached from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 0321219. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 3 bd insulin syringes with the bd ultra fine¿needle hubs separated from the device. The following information was provided by the initial reporter : the consumer reported that when the needle assembly was removed off the syringe the needle shield was also removed. Date of event : unknown sample status : awaiting sample.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insulin syringes with the bd ultra fine¿needle hubs separated from the device. The following information was provided by the initial reporter : the consumer reported that when the needle assembly was removed off the syringe the needle shield was also removed. Date of event : unknown. Sample status : awaiting sample.